Event description:
Case description: investigation result: novofine 31g x 6 mm - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novorapid flexpen 100 iu/ml 3ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Levemir flexpen 100 iu/ml 3ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Company comment/manufacturer's comment: 05-sep-2017: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen and levemir flexpen. As neither of the suspected products novofine 31g x 6 mm, novorapid flexpen or levemir flexpen have not been returned to novo nordisk a/s for investigation and the batch numbers are not reported, it is not possible to identify a clear root-cause of the experienced adverse events and thus find similar incidents to the once reported in argus case (B)(4). Evaluation summary: novofine 31g x 6 mm - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle breakage and wounding at the injection site [needle issue]. Flexpen devices had not been able to be kept stable during injection [device issue]. Wounding at the injection site [application site wound]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "needle breakage and wounding at the injection site" with an unspecified onset date, "flexpen devices had not been able to be kept stable during injection" with an unspecified onset date, "wounding at the injection site" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novofine 6mm (31g)(needle) from unknown start date and ongoing due to "type 2 diabetes mellitus", novorapid flexpen (insulin aspart) 30 iu 3 to 4 times (as needed) daily, subcutaneous from unknown start date due to "type 2 diabetes mellitus" and levemir flexpen (insulin detemir) from an unknown start date due to "type 2 diabetes mellitus". (B)(6). Medical history included type 2 diabetes mellitus (since (B)(6) 1992). The patient also had a family history of type 2 diabetes mellitus. Historical drug included levemir penfill. On an unknown date, the flexpen devices had not been able to be kept stable during injection, resulting in needle breakage and wounding at the injection site. The patient reported that he considered those wounds as serious because the broken needle parts would have usually been stuck inside and would have required a lot of effort on his behalf to remove. The patient reported that his latest hba1c (glycosylated hemoglobin) results had been 7.3% sometime in (B)(6) 2017. Action taken to novofine 6mm (31g) was reported as no change. Action taken to novorapid flexpen was reported as product discontinued due to ae. Action taken to levemir flexpen was reported as product discontinued due to ae. The outcome for the event "needle breakage and wounding at the injection site" was recovered. The outcome for the event "flexpen devices had not been able to be kept stable during injection" was not reported. The outcome for the event "wounding at the injection site" was recovered. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen and levemir flexpen.